Manufacturer narrative:
Investigation is underway. Product is implanted in pt and will not be returned to the manufacturer. Investigation results will be provided in a supplemental MDR report.

Event description:
During surgery, it was found that there was no nut (at one place) in the rod to rod connector. There was spare product available thus it was used without problem. It is unk when the nut was lost. The surgeon checked the x-ray at the post-op and confirmed that the lost nut was not in the pt.